Event description:
It was reported that medical attention was sought on (B)(6)2017 at 12:00 pm after the end user's prodigy diabetes meter malfunctioned and would not allow him to test. The end user was attempting to perform a blood glucose test and the meter subsequently reverted to the setting mode. He was not experiencing any significant symptoms but out of concern for his blood glucose levels he visited the ER. Upon arrival to the ER his blood glucose reading was 120 mg/dl. He received 50 units of lantus and after 30 minutes at the ER he was discharged with a blood glucose reading of 90 mg/dl and instructed to follow his insulin regimen. No additional details were provided in regards to this medical event.